Event description:
It was reported the customer experienced fluctuating blood glucose. Customer would have high blood glucose during the day and low blood glucose during the night. It was found the customer's time was incorrect, causing incorrect delivery of their basal rates. Customer's mother also reported the customer had a low adverse reaction that required the paramedics to be called. Customer was treated with a glucagon shot by their mother prior to the paramedics arriving. The customer's blood glucose rose to 100 mg/dl by the time the paramedics arrived. Troubleshooting could not occur because the mother did not have the insulin pump on her at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.